Event description:
It was reported via phone call, that the emergency medical services was called and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 36 mg/dl. The customer was not wearing the insulin pump for 20 minutes prior to the emergency medical services arrival. Customer was treated with dextrose in the ambulance. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.